Event description:
It was reported that the atrial lead exhibited noise. During lead revision, an insulation anomaly was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found insulation abrasion at 27.7cm to 28.6cm and at 30.8cm to 32.1cm from the connector pin due to rib clavicle crush.